Event description:
It was reported that a user and spouse contacted support with concerns about hypoglycemic events while using the ilet and requested guidance on meal announcements, the use of meals as correction, and whether the system is specific to gastroparesis, along with a new user reference guide and quick reference guide. Symptoms included low blood glucose without alerts or alarms and self-treatment with oral glucose. Outcomes included transient low glucose managed at home without reported injury or medical intervention. Investigation included technical support review of device use and education on reporting and hypoglycemia management, with referral to a clinical support session to review data and address gastroparesis-related questions. Investigation of this case revealed user-directed treatment with oral carbohydrates and no evidence of device malfunction based on available information. It was concluded that the event involved hypoglycemia with cause unclear and that additional education and follow-up were recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.